Event description:
(B)(4) received information from a consumer of peritonitis in a male patient coincident with dianeal ultrabag and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal ultrabag and extraneal viaflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with the baxter customer service, the following information was provided: on (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event on (B)(6) 2012. Per the consumer, the cause of the peritonitis was due to poor care. Treatment information was not reported. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The report of use error-breach in aseptic technique is confirmed because it was reported by the nurse that the patient had a breach in aseptic technique. The assignable cause was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.